Event description:
It was reported that the lamp on the light source intermittently turns off. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with the olympus technical assistance center (tac), the customer reported that they use were using third party non-olympus lamps and olympus xenon lamp-md-631 at their locations which were not compatible with the light source. The tac representative then advised the customer that the maj-1817 main lamp is the lamp recommended by olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Olympus has requested additional information from the customer regarding the event. At this time no information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "lamp goes out intermittently" occurred due to use of a non-compatible lamp. The event can be prevented by following the instructions for use which state: "never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.